Event description:
It was reported "when the kit is used, when the cordis is first introduced, we get appropriate blood return with aspirating the side port. However, once the pacing wire (also in the kit) is placed through the cordis, and the cordis locking piece w/positioning sleev eappropriately placed, we aspirate air from the side port, so the central line is not useable. Also, the positioning sleeve fillswith blood, or other fluids we attempt to introduce through the side port". To continue therapy, another kit was used. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The sample returned for this investigation was deemed as representative sample. A note was included in the package which noted the returned sample was "representative sample". Additionally, the returned representative sample material does not match the reported material. Returned for investigation was a 5fr pacing kit which was sealed and unused. The sample was returned in a brown cardboard box. No abnormalities were noted with the components returned in the kit. The returned 6fr percutaneous sheath introducer (psi) sheath was visually inspected. The sheath hub and tip appeared typical. The returned 6fr psi sheath was inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were detected from the sheath or the sheath sidearm. The re-turned catheter was inserted through the returned psi sheath. The catheter and sheath were then inserted into the t-tube and the t-tube was pressurized to 200mmhg. No leaks were noted. No other functional tests were performed to the returned sample due to the reported complaint being related to the sheath leaking. No lot number was reported; therefore, a device history record (DHR) review was unable to be completed. The lot number history for this account was unable to be retrieved. If the lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint for sheath leaking is not confirmed. A representative sample was received for the investigation. The returned sample was completely sealed/unused. The device in question was not returned for the investigation. The returned sheath was functionally tested with no leaks noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.